Event description:
It was reported that during an unspecified angioplasty procedure, balloon inflation and deflation difficulties were encountered. The target lesion was located in the upper left femoral artery (lfa). The lesion characteristics are unk. The ultra-thin balloon dilatation catheter was introduced and it was reported that inflation difficulties were encountered upon the first inflation at 10 atm's. Then, "it was almost impossible" to deflate the balloon, however, the physician was able to slowly deflate the balloon using a non-bsc 50cc syringe. The patient did not experience any symptoms while the balloon was being deflated. The device was removed from the introducer with difficulty and the procedure was completed with this device. No patient injury or complications were reported. The patient's condition was reported as stable.